Event description:
It was reported while rolling a patient into the hospital the wheels of the cot hit the doorway threshold and the legs allegedly folded and the cot fell to the right side with the patient hitting their head on the threshold. The complainant reported the patient did receive a head injury and medical intervention was necessary to evaluate the injury but no further details were provided due to confidentiality measures. The cot was removed from service pending evaluation.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and it was observed the loop spring in the spring pusher was not connected and was bent in multiple places where it had been getting pinched between the pusher weldment and the head end trolley. It could not be determined how the spring became detached. All four plunger pins were found to be working properly and the rest of the control mechanism was also working properly. Other maintenance observations were made on this 11+ year old cot such as a loose lower frame and worn corner castings, lower cross tubes and frame inserts. A quote was given to the complainant for the cost of required repairs; however, authorization was not given to proceed with the repairs. The cot remained out of service after the evaluation. The complainant reported the nature of the medical intervention sought for the alleged patient injury was "evaluation of head injury"; however, no further details have been provided.

Event description:
It was reported while rolling a patient into the hospital the wheels of the cot hit the doorway threshold and the legs allegedly folded and the cot fell to the right side with the patient hitting their head on the threshold. The complainant reported the patient did receive a head injury and medical intervention was necessary to evaluate the injury but no further details were provided due to confidentiality measures. The cot was removed from service pending evaluation.